Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility the universal tracker was rotating 15 degrees either direction, signaling the device could potentially be inaccurate. The procedure was completed successfully without a delay; no medical intervention and no adverse consequences were reported with the event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a surgical procedure conducted at the user facility the universal tracker was rotating 15 degrees either direction, signaling the device could potentially be inaccurate. The procedure was completed successfully without a delay; no medical intervention and no adverse consequences were reported with the event.